Event description:
Patient representative reported patient experienced a right side "infection," "devastating pain," "increased risk of developing cancer" and "the tissue expander was removed and re-implanted." Patient representative additionally reported "suffering, disability, impairment, disfigurement," "invasive and morbid surgery and treatment," and "injuries"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: infection and use error